Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. Magnet application was not able to elicit tones. Of note, the device had not been interrogated since 2011. The patient declined a change out procedure. There were no adverse patient effects reported. The device remains in service.